Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported from field clinical specialist (fcs), approximately 4 years and 2 months post tavr procedure using a 29mm sapien 3 valve via transfemoral approach, the patient has a failing 29 mm s3 as a result of chronic renal dialysis per the valve clinical coordinator (vcc).

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of stenosis was confirmed based on the medical record. Available information suggests patient factors, atherosclerosis (hyperlipidemia, diabetes mellitus type 2, esrd)) likely contributed to the event as noted in the medical record. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Update to b5 and b7. Correction to h6. The investigation is ongoing.

Event description:
Per medical record review, the four-year tee indicated that the left ventricle ejection fraction was 40%. The bioprosthetic valve with severe stenosis and no aortic valve regurgitation. The aortic valve (av) peak/mean gradient was 48/26mmhg and the aortic valve area (ava) was 0.79cm2 by continuity. The patient was admitted for generalized weakness and shortness of breath for several days. Blood pressure in 80's. Unable to attend dialysis due to symptoms. To ER for evaluation and found that the patient has elevated troponin and severe stenosis to tavr valve. The patient is being worked up for valve in valve (viv) tavr procedure pending dental clearance.